Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure, during a routine follow up, a possible type 1a endoleak was identified and the patient was doing well. The physician elected to balloon the stent graft on (B)(6) 2024 to resolve the type 1a endoleak. The patient status was not reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely user and anatomy related. The index case was off label due to neck length of 8mm (should be =15). This likely contributed to the reported event - user related. The suprarenal neck angulation was 60.8 degrees pre index and increased to 76.7 degrees fourteen (14) months postoperatively. This likely contributed to the reported event - anatomy related. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.